Manufacturer narrative:
B3- event date is an estimate. Further information was requested, but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting the left ventricular (lv) lead implant, it was noted that the lead was unable to be inserted into the target vein. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
G3: correction: the g3 of the previous report should have been 22 jul 2024, instead of 18 jul 2024.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Dimensional analysis was performed measuring the three ring electrodes and distal ring electrode and results were within specification. The s-curve height was measured to be within specification.